Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a two pump error alarms. The customer¿s blood glucose was 80 mg/dl. Customer clear the alarms and replaced the battery. Insulin pump alarm again. The insulin pump will not be returned for analysis.